Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0062259. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture and 1 physical sample was received for evaluation by our quality team. Through examination of the physical sample, a visual inspection was performed. The barrel has a scratch 3/16¿ long and the scratch does not breakthrough and is not affecting function. No other imperfection was observed. The picture received shows the physical sample received. The cause for this defect could have resulted during the syringe assembly process where a scratch was induced. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: there is a scratch on the syringe barrel. There is a scratch on the syringe.